Event description:
Patient reported receiving the message "mechanical error" on the infusion device. Patient stated he changed the battery and infusion set, but the message came up again. Patient reported the vibration mechanism has stopped working. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the insulin pump is damaged due to a hard mechanical impact. Due to severe damages on the mechanical and electronic components the insulin pump triggered error messages. E6 were found in the pump history. The insulin pump shouldn't be exposed to high mechanical forces. The vibra does not function. The vibra slipped out of his holder and touched the force sensor (holder wall). Due to this problem the vibra get blocked and did not function as intended. An external mechanical influence (hard impact / drop) caused the damage. The problem mentioned by the customer is related to a handling issue.